Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lap. Adhesiolysis, lap. Dissection densely scarred vesicovaginal space, lap. Repair of incidental cystotomy, lap. Sacral colpopexy, cystourethroscopy, and posterior colpoperineorrhaphy due to sui, urethral hypermobility, cystocele, rectocele, and enterocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.